Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using a lantern delivery microcatheter (lantern). During the procedure, the lantern was dropped on the floor after being taken out of the patient. Therefore, the procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.